Event description:
The customer reported to olympus that before a diagnostic endobronchial ultrasound during preparation for use, the bronchovideoscope had a generation of noise and no image. The procedure was completed using a similar device. The patient was under general sedation. There was a delay of 5 minutes and no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to no image, additional evaluation findings are as follows: air/water was leaking from instrument channel, distal end plastic cover had minor dents, bending section had unstable continuity reading, and scope connector was wet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking and water invaded the device, due to the water invasion. Abnormality of electronic parts occurred, which led to the malfunction. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): important information- please read before use: precautions: caution: turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8 "inspection of the endoscopic system": inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting": if any irregularity is observed, during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.